Manufacturer narrative:
(B)(4) - RMA has been initiated for this issue. Model 3gr-cg, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare.

Event description:
Reporter states leg assembly was ripped out of channel. A call was placed for additional information. It was learned that the end user has loss of lower extremity control due to paralysis. The dealer thinks increased leg weight caused extra pressure on the device combined with use over a tough terrain and bouncing possibly contributed to this incident. The footrest came off first causing increased pressure and occurred over time and maybe caused the weakness. No injury occurred.